Event description:
It was reported that 3 bd safetyglide¿ needles had delivery issues. The following information was provided by the initial reporter : the user reported that after drawing up a vaccine and then changing the needle to a bd safety glide needle, when trying to push the medication into the patient it would not go in. The patient had to get poked with a needle twice to get once vaccine so there was emotional trauma to the patient and extra physical pain to the patient by getting two pokes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles had delivery issues. The following information was provided by the initial reporter : the user reported that after drawing up a vaccine and then changing the needle to a bd safety glide needle, when trying to push the medication into the patient it would not go in. The patient had to get poked with a needle twice to get once vaccine so there was emotional trauma to the patient and extra physical pain to the patient by getting two pokes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2022. H6: investigation summary: four hundred and eighty-eight samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the eighty samples one sample did not expel the solution due to clogged. It could be possible that a process variation occurred at the lubricant application station. Verification of the lubricant application process was performed. The settings were correct and alignment of fixture was good. A device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed. H3 other text : see h10.